Event description:
It was reported that the insulin pump had an error alarm during the manual prime and noticed that the piston of the insulin pump was coming out from the opposite end. It was noted that the drive support cap was sticking out. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to cracked end cap. The drive support cap was inspected and no anomalies noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.